Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was torn. Concomitant product: product ID 2090w programmer; product ID 229047 analyzer. (B)(4).

Event description:
It was reported the fan makes loud noises, the keyboard is broken, stylus pen does not work unless it is manually held into slot, and usb (universal serial bus) port does not work all the time. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.